Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In a 36-year-old female patient who had essure (batch no. 20227514), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not perform essure confirmation test". The patient's medical history included: seizures, thyroidectomy, breast lump removal, gallbladder operation and colonoscopy. Essure confirmation test performed: yes. Concurrent conditions included: polycystic ovaries, pelvic adhesions, morbid obesity, hypothyroidism, tobacco use disorder, headache, hirsutism, anxiety, asthma, cough, chronic sinusitis and uterine bleeding. Concomitant products included: sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea (dysmennorhea ("cramping")) and dyspareunia (dyspareunia ("painful sexual intercourse")), 30 days after insertion of essure. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss, specify which one: gain"). On (B)(6) 2014, the patient experienced, vaginal discharge ("vaginal discharge"). In 2014, the patient was found to have uterine neoplasm ("tumor / teratoma / cancer, type: uterus"). On (B)(6) 2014, the patient experienced, fatigue ("fatigue"). On an unknown date, the patient experienced, genital haemorrhage (gen. Abnorm. Bleed ("interpreted as general abnormal bleeding")), migraine ("migraine"), headache ("headaches"), psychological trauma ("psych injury") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal discharge, migraine, headache, psychological trauma, uterine neoplasm and adnexa uteri pain outcome was unknown. The dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and weight increased had resolved. And the fatigue was resolving. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain chronic, pelvic/abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse). Bleeding: general abnormal bleeding-interpreted as general abnormal bleeding. Discrepancy noted, in explant dates: (B)(6) 2014. Insertion date provided in pfs : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 26.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2010, total bilateral occlusion. Pathology test: on (B)(6) 2014, final diagnosis: uterus, bilateral tubes and ovaries, hysterectomy and bilateral salpingo - oophorectomy. Cervix: focal squamous atypia, uterus: unremarkable stratum basalis endometrium. Ovary, right: a scattered mullerian inclusion cysts. Fallopian tube, right: no pathologic abnormality. Ovary, left: follicle cysts. Fallopian tube, left: no pathologic abnormality. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: lot number, lab data, event onset date added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure (batch no. 20227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included seizures, thyroidectomy, breast lump removal, gallbladder operation and colonoscopy. Essure confirmation test performed: yes. Concurrent conditions included polycystic ovaries, pelvic adhesions, morbid obesity, hypothyroidism, tobacco use disorder, headache, hirsutism, anxiety, asthma, cough, chronic sinusitis and uterine bleeding. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea cramping") and dyspareunia ("dyspareunia painful sexual intercourse"), 30 days after insertion of essure. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss (specify which one: gain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient was found to have uterine neoplasm ("tumor / teratoma / cancer type: uterus"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed interpreted as general abnormal bleeding"), migraine ("migraine"), headache ("headaches"), psychological trauma ("psych injury") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal discharge, migraine, headache, psychological trauma, uterine neoplasm and adnexa uteri pain outcome was unknown, the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and weight increased had resolved and the fatigue was resolving. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain chronic, pelvic/abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),bleeding: general abnormal bleeding-interpreted as general abnormal bleeding. Discrepancy noted in explant dates: (B)(6) 2014. Insertion date provided in pfs : (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2014: final diagnosis: uterus, bilateral tubes and ovaries, hysterectomy and bilateral. Salpingo-oophorectomy. Cervix: o focal squamous atypia, see note. Uterus: o unremarkable stratum basalis endometrium. Ovary, right: a scattered mullerian inclusion cysts. Fallopian tube, right: o no pathologic abnormality. Ovary, left: o follicle cysts. Fallopian tube, left: o no pathologic abnormality. Lot number: 20227514, manufacturing date: 2009-12, & expiration date: 2012-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure (batch no. 20227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included seizures, thyroidectomy, breast lump removal, gallbladder operation and colonoscopy. Essure confirmation test performed: yes. Concurrent conditions included polycystic ovaries, pelvic adhesions, morbid obesity, hypothyroidism, tobacco use disorder, headache, hirsutism, anxiety, asthma, cough, chronic sinusitis and uterine bleeding. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 30 days after insertion of essure. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain/loss (specify which one): gain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient was found to have uterine neoplasm ("tumor / teratoma / cancer type: uterus"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), migraine ("migraine"), headache ("headaches"), psychological trauma ("psych injury") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal discharge, migraine, headache, psychological trauma, uterine neoplasm and adnexa uteri pain outcome was unknown, the dysmenorrhoea, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding and weight increased had resolved and the fatigue was resolving. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, psychological trauma, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain chronic, pelvic/abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),bleeding: general abnormal bleeding-interpreted as general abnormal bleeding. Discrepancy noted in explant dates: (B)(6) 2014, (B)(6) 2014 insertion date provided in pfs : (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2014: final diagnosis: uterus, bilateral tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy cervix: o focal squamous atypia, see note. Uterus: o unremarkable stratum basalis endometrium. Ovary, right: a scattered mullerian inclusion cysts. Fallopian tube, right: o no pathologic abnormality ovary, left: o follicle cysts. Fallopian tube, left: o no pathologic abnormality. Lot number: 20227514 manufacturing date: 2009-12 expiration date: 2012-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included seizures, thyroidectomy, breast lump removal, gallbladder operation and colonoscopy. Essure confirmation test performed: yes. Concurrent conditions included polycystic ovaries, pelvic adhesions, morbid obesity, hypothyroidism, tobacco use disorder, headache, hirsutism, anxiety, asthma, cough, chronic sinusitis and uterine bleeding. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2013, the patient was found to have weight increased ("weight gain/loss (specify which one): gain"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have uterine neoplasm ("tumor / teratoma / cancer type: uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), headache ("headaches"), psychological trauma ("psych injury") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal discharge, migraine, headache, psychological trauma, uterine neoplasm and adnexa uteri pain outcome was unknown, the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and weight increased had resolved and the fatigue was resolving. The reporter considered abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain chronic, pelvic/abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),bleeding: general abnormal bleeding-interpreted as general abnormal bleeding. Discrepancy noted in explant dates: (B)(6)2014, (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pathology test - on (B)(6)2014: final diagnosis: uterus, bilateral tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy cervix: focal squamous atypia, see note. Uterus: unremarkable stratum basalis endometrium. Ovary, right: a scattered mullerian inclusion cysts. Fallopian tube, right: no pathologic abnormality ovary, left:follicle cysts. Fallopian tube, left: no pathologic abnormality. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and medical records received: new events - abnormal bleeding (vaginal, menorrhagia), tumor / teratoma / cancer type: uterus, ovaries pain, did not perform essure confirmation test were added. Outcome of event dyspareunia, dysmenorrhea, menorrhagia, vaginal hemorrhage, weight gain were updated as recovered/resolved and fatigue updated as recovering/resolving. Severity of event ovarian pain was added a severe. Reporter's information, patient demography, medical history, concomitant condition, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test performed: yes. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and psychological trauma ("psych injury") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, neoplasm, migraine, headache and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, neoplasm, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pain chronic, pelvic/abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),bleeding: general abnormal bleeding-interpreted as general abnormal bleeding. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ was replaced with new events: chronic pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gen. Abnorm. Bleed, vaginal discharge, fatigue, tumors, migraine, headaches, psych injury. Reporter information, patient date of birth were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.